Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose level was 400 mg/dl. The customer administered a manual insulin injection. At the time of the call, the customer's blood glucose level was 204 mg/dl and were continuing to decrease. In addition, the contact believes the customer's blood glucose level was stable. The customer was able to load a new cartridge successfully.